Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the heart lung machine (hlm) displayed a 'battery cannot be charged. Full back up may not be available' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed via a photograph provided by the user facility. Multiple diligence attempts for the part return were unsuccessful; therefore no product was returned for evaluation or testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.